Manufacturer narrative:
Based on the information received from the field, the failure affecting the claimed pump was noise. No issue related to device functionality was reported. Based on this, the event has been re-evaluated as non reportable. Device not returned.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t pump failed during priming. There was no patient involvement.